Event description:
It was reported that the superior vena cava (svc) had resistance greater than 200 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. 3 - patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2011 03:00:11 and (B)(6) 2011 21:00:11. Weekly hv-lead impedance trend data shows an abrupt increase for min and max svc defib impedance= 46 to 254 ohms peak between (B)(6) 2011. Sensing - oversensing 2 - ventricular nst<=200 ms on (B)(6) 2011 11:42:15 and (B)(6) 2012 11:03:11.